Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. Broken occluder feet were identified during visual/functional inspection. The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clamp of the transfer set was cracked. This was found before use. There was no patient involvement. No additional information is available.